Event description:
Procedure type: laparoscopic assisted tme. According to the reporter: six days after operation, during a CT scan, leakage was observed of bowel contents. The pt was re-operated and an ileostomy was set up.